Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-13157. It was reported that one of the leads migrated (unknown serial number) and patient attributed the migration to allowing himself to fall onto a couch which is low to the ground. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced with a new lead on (B)(6) 2018. Therapy was reportedly resumed postoperatively.